Manufacturer narrative:
The returned s-ICD was analyzed and showed a battery depletion error. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested, independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
It was reported that premature battery depletion was alleged when it comes to this device. It was noted that following the patient via remote monitoring revealed that the battery went from 75% to 14-15% in four to five months time. No therapies were delivered during this period of time. A review by engineering confirmed that the device was malfunctioning and should be replaced. It was noted that the device had enough capacity to support therapy for twenty eight days. No adverse patient effects were reported. Subsequently the device was explanted and returned.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that premature battery depletion was alleged when it comes to this device. It was noted that following the patient via remote monitoring revealed that the battery went from 75% to 14-15% in four to five months time. No therapies were delivered during this period of time. A review by engineering confirmed that the device was malfunctioning and should be replaced. It was noted that the device had enough capacity to support therapy for twenty eight days. No adverse patient effects were reported. Subsequently the device was explanted and will be returned.